Event description:
The customer reported that the device had a message "service required". No patient involvement was stated.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.